Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener and removed from the patient's body. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. If/when sample is returned and evaluated, a supplemental MDR shall be submitted. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
It was reported that during a laparoscopic repair of an inguinal hernia (tapp) on (B)(6)2022, when the surgeon tried to fix a mesh to the area of fixation at the cooper¿s ligament using the optifix straight device, the fastener was broken. The broken fastener was removed from the patient¿s body. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a laparoscopic repair of an inguinal hernia (tapp) on (B)(6) 2022, when the surgeon tried to fix a mesh to the area of fixation at the cooper¿s ligament using the optifix straight device, the fastener was broken. The broken fastener was removed from the patient¿s body. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener and removed from the patient's body. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. If/when sample is returned and evaluated, a supplemental MDR shall be submitted. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this supplemental MDR is submitted to document the sample evaluation (with product identifiers) results and to correct the date of event in event description. The subject device was returned for evaluation. . Evaluation of the sample finds for a bent guide wire and bent back up tabs. The deployment of broken fastener reported is a known result of a bent guide wire and deformed backup tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed. Root cause of the bent guide wire and backup tabs on the device is found to be from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Updated fields: b4, d4 (medical device lot # and medical device expiration date), d9, e4 (FDA notified?), g3, g6, h2, h3, h4 (device manufacture date), h6, h10. Corrected field: b5 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.